Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act, up and down. Device received with cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the up, act, esp and bolus buttons of insulin pump were unresponsive. Customer's blood glucose value was 116 mg/dl. Customer stated that the insulin pump buttons was being sticky and unresponsive. Customer stated they did not recall any significant events leading to the damage. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.